Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hemorrhage, hematoma and perforation are listed in the suture-mediated closure system (smcs), preclose proglide, ce, expanded indication, instructions for use, as known adverse event associated with the use of the perclose proglide smc system.a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, additional treatment and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Estimated date of event. Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019 an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after an interventional coronary procedure. Reportedly, one week after the proglide closure, the patient was still hospitalized and showed signs of retroperitoneal bleeding, hematoma and presented with a different size leg [swelling]. An angiogram was performed and a leak [perforation] at the superficial femoral artery was noted. A covered stent was used to treat the leak and stop the bleeding. Hospitalization was prolonged. The physician attributed the leak to the use of the proglide despite the puncture site not being the site of the leak. No additional information was provided.